Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the pump is malfunctioning due to the keypad. The reporter alleges that the ok button is not working correctly, it requires multiple presses to get a response, and this has been going on for about a month. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. The ok keypad button was intermittently unresponsive and the other keys responded appropriately and spring back and click normally. Evaluation revealed contamination under all of the keypad buttons and the contrast key was found to be inverted.